Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Review of the labels attached to the device history record for this lot was conducted and the labels indicated an expiration date of 02/28/2013; however, the procedure date was 05/02/2013, two months post expiration. It should be noted that the otw graftmaster instructions for use states that it is not recommended that the product be used after the expiration date. In this case, it is unknown if the use after expiration contributed to the reported event.

Event description:
It was reported that during a procedure to treat a lesion in the circumflex artery, a perforation occurred which required the use of a graftmaster stent. The 3.0 x 19 mm graftmaster stent delivery system (sds) was advanced, but could not cross to the perforation due to the anatomy. During removal of the sds, the stent dislodged in the vessel. The patient was coding due to the perforation; therefore, the patient was stabilized and no further treatment was attempted. The perforation appeared to be sealing on its own. The dislodged stent was left untreated. The patient has been planned for surgery to treat the vessel. No additional information was provided.